Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the rv (right ventricular) lead dislodged during atrial lead placement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.